Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the #12 electrode was reading >40k ohms and the patient wanted the system changed after the rep tried reprogramming the device several times. Patient thought because of high impedance on #12 electrode the system could not work for him and he continued to complain of low back and leg pain. The device was explanted and a new device was implanted. Additional information was received from the manufacturer representative (rep). It was reported that it was day of surgery was when full replacement was decided in order to resolve the impedance issue.

Manufacturer narrative:
Aware date updated from 06/03/2022 to 06/05/2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead b2: the outcome attributed to the "other" adverse even is shock. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the legal representative of a patient. It was reported that the patient's ins was implanted on (B)(6) 2021, and ultimately a "hardware malfunction" occurred; because of this malfunction, the patient underwent the removal and replacement of the ins and lead. The patient used the product in the manner intended and/or foreseeably intended, when the product caused injury to the patient, thereby causing "severe and catastrophic personal injuries" to the patient. The attorney later alleged that the patient suffered "severe and permanent personal injuries." The attorney reported that the manufacturer's lead and/or ins caused the patient to suffer severe and permanent personal injuries because of its defective nature, including "its improper size that endangered the life and limb of its users." It was reported the patient suffered and sustained "severe bodily injuries" which were caused without any fault and/or negligence on the part of the patient. The attorney alleged that medtronic created "an unreasonably dangerous and unsafe step/foot-step platform that was unreasonably narrow and short" and "the carelessness and recklessness" of the manufacturer "in creating a product which was subject to such foreseeable occurrence and in failing to provide proper instructions or warnings, including on the package box; in designing, manufacturing, and placing into the stream of commerce, an inherently and unreasonably dangerous product when used in the ordinary and usual manner; in designing, manufacturing and distributing" the lead and/or ins which was "unfit for its intended purposes and was dangerous and unsafe; in failing to warn properly of the dangerous character and quality" of the lead and/or ins, "in failing to warn of its proper use; in failing to properly test and inspect the product during the manufacturing process; in negligently and carelessly warranting, representing and advertising" that the lead and/or ins "was safe and free from danger when used in the customary and usual manner; in failing to give proper warnings and cautions; in failing to manufacture and placing into the stream of commerce" a lead and/or ins "which was not properly designed and manufactured" and the manufacturer "was otherwise negligent in the operation, supervision and maintenance of said product." The attorney alleged the lead and/or ins was "defective in that, among other things, it was made of improper and defective material; it was improperly desig ned; it was improperly manufactured; it failed to have adequate and proper warnings or instructions; it was not safe to be used for the purposes intended; it was inherently and/or unreasonably dangerous; it was too narrow and short; and it caused severe injuries while being used and the products were otherwise defective." The attorney alleged that the patient "suffered pain, shock and mental anguish; that these injuries and their effects will be permanent; and as a result of said injuries" the patient had "been caused to incur, and will continue to incur, expenses for medical care and attention; and, as a further result ," the patient "was, and will continue to be, rendered unable to perform normal activities and duties and has sustained a resultant loss therefrom." The attorney alleged that the product liability claims arose from "violations of federal laws and regulations." It was reported that the patient had been "damaged." The lead and/or ins was "was not reasonably fit, not of merchantable quality, unfit for its intended uses, unsafe, defective, and constituted on a reasonably dangerous instrumentality as designed, manufactured, assembled, inspected, tested, sold and distributed."

Event description:
Additional information received from the patient's attorney. The attorney reported that a class 2 recall was initiated on (B)(6) 2021 for certain countries, which did not include the united states. The attorney alleged that "as a direct and proximate result of the defendants' manufacturing defect, its defective devices continued to be sold/utilized, and one was implanted in plaintiff. As a direct result and proximate result of the defendants' manufacturer defect, plaintiff underwent unnecessary surgeries." The attorney noted that "if the precise device utilized in the plaintiff was not sold because of its manufacturing defect and/or because of its defective boxing, then said device could not have experienced a hardware failure upon being installed in plaintiff¿s body and said hardware failure would not have occurred. As a direct and proximate result of defendants' wrongful conduct and manufacturing defect, plaintiff has been damaged." It was alleged that "in (B)(6) 2021, defendants issued a voluntary recall pertaining to the device utilized in plaintiff. Further, defendants created a letter addressed to healthcare providers that is dated ¿(B)(6) 2021,¿ stating that certain devices were being recalled because of ¿incorrect lead electrode spacing information printed on the self-box and sterile pack labeling... Quarantine any unused affected product in your inventory for return to medtronic.¿ regarding the recall, the website for the united states food drug administration (FDA) states that a class 2 recall was initiated on july 9, 2021, for certain countries, which did not include the united states. Defendants¿ failure to advise the medical community in the united states, including plaintiff¿s physicians, regarding the recall and/or defective nature of the product and/or with misbranded instructions for use, violated both federal law¿s duty to warn and state law¿s duty to warn. Because defendants breached their duty of provide prior instructions for use and/or warnings about the device by selling products with misbranded boxes, the medical community, including plaintiff¿s physicians, were misled regarding the safety, application, and instructions for use of the device and/or with a different implant. Had defendants fulfilled their duties to provide proper instructions and/or issue proper warnings, plaintiff¿s physicians would have acted in a manner that avoided injury to plaintiff, including recommending use of a different device and/or utilizing the relevant devices in a different manner and/or with a different technique and/or different device." The attorney reported that "as a direct and proximate result of defendants' failure to warn and/or provide instructions, its defective devices continued to be sold and one was implanted in plaintiff after defendants knew or should have known that the devices had improper instructions for use and/or package."

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.